Event description:
It was reported that the "overheating" message recurred on the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the system fan had stopped, so the system fan was replaced. The power supply was also replaced as a preventative measure. Product ID r2067 radiofrequency head.